Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal insertion sheath. After few attempts, the doctor removed and inserted the angio-seal insertion sheath and found out that there was a slight kink in the sheath system. So, the doctor decided to switch to manual compression. The case was done. The patient had no complications. The patient was reported to be stable. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 26august2020: the procedure performed prior to the use of closure device was angiogram. The procedure sheath size used was a 7fr. The difficulties were during sheath insertion. A pre deployment angiogram was performed.